Event description:
Account states that a patient received incorrect treatment after a serum total protein test was run and reported on the patient's 24-hour urine sample. The account's lis incorrectly sends an order for a serum total protein when a urine total protein is ordered, so the account works around this by manually ordering a urine total protein as needed and running the sample manually. In this incident, a new operator did not run the test manually, thereby, generating an incorrect result. Technical support has recommended the account add an additional test code to prevent similar issues in the future and the account has complied.